Manufacturer narrative:
Exemption number e2016004. (B)(4). (B)(4) took the following actions to obtain the detailed information about the event and patient, however, the patient's weight was not provided. - on september 28, 2017, immediately after becoming aware of the event, (B)(4) contacted the dental office and spoke with a dental assistant and the assistant provided a brief description about the event in the conversation. (B)(4) sent the nsk information form qa-011 to the dental office to obtain the further information. - on october 2, 2017, (B)(4) contacted the dental office by e-mail. No response was received from the dental office. - on october 3, 2017, (B)(4) made a phone call to the office and left a message, but received no response. - on october 4, 2017, (B)(4) forwarded by usps certified mail, a cover letter with enclosed requested forms. On the same day (october 4, 2017), (B)(4) received the further information about the event, but the patient's weight was not provided.

Event description:
On october 6, 2017, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. - on september 28, 2017, (B)(4) was made aware of the event by incoming service repair paperwork. - the event occurred on (B)(6) 2017. - a dentist was performing a dental procedure on a patient using the handpiece z95l (serial no. (B)(4)). - the patient was under local anesthesia. - the next day (on (B)(6) 2017), the patient returned to the dental office and complained about pain in the mouth. - the dentist found a burned area in the patient's mouth approximately 10mm x 20mm, which consisted of 2 burns meeting together, with the area around primary injury swollen and raised to create an approximately 2mm concavity. - it appeared to be a second degree burn to the dentist. - a topical anesthetic and ibuprofen were administered to the patient. - a patient follow-up was conducted the following day. Although it was not possible at the time of filing the report to determine whether the injury was healing normally, the patient was scheduled to return on (B)(6) 2017 for a crown. There was no treatment plan at the time of filing of the report. - according to the dentist, the handpiece temperature was higher than usual for a few weeks before the event.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c171010-05]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device. Nakanishi observed the following phenomena: the headcap remained pressed in the handpiece (sliding failure). The headcap was also deformed. There were contact traces on the surface of the pusher of the cartridge and on the inner surface of the headcap. Nakanishi took photographs of all of the observed parts and kept them in the investigation report #(B)(4). Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (2) a few seconds after the start. Temperature measurements 45 seconds after the start are as follows: test point (1): 40.6 degrees c; test point (2): 61.5 degrees c; test point (3): 32.7 degrees c; test point (4): 26.0 degrees c. The rise in temperature was so sudden that the test was concluded 45 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Nakanishi then replaced the depressed headcap with a new headcap and measured the exothermic situation yet again. There was no abnormal rise in temperature during the 300-second-test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the depressed headcap had been replaced. Test point (1): 35.9 degrees c; test point (2): 39.8 degrees c; test point (3): 37.3 degrees c; test point (4): 38.9 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was friction heat generated by contact between the headcap and the pusher of the cartridge, which was caused by the headcap being depressed during rotation (sliding failure). Misuse by the user leads to the contact between the headcap and the pusher of the cartridge, which contributes to the reported overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of using the device, as instructed in the operation manual.